Event description:
It was reported that during a prostate procedure, error message 171 was rec'd and could not be cleared. The procedure was completed using an alternate surgical procedure (loop). There was no pt injury reported.

Manufacturer narrative:
System analysis/service repair: the reported error code 171 was confirmed and determined to be the result of a defective resonator. The resonator was replaced and the system tested and verified to mfrs specifications.